Event description:
It was reported that cracks were observed during use, maxzero product. Additional information: please confirm how the malfunction was identified. Was there leakage outside the flow path? Yes. Please confirm the lot number: unknown. No patient harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
No additional information.

Manufacturer narrative:
Two mz1000 samples were received without packaging for investigation. No residual fluid was present and no connecting product was available to aid the investigation. No lot information was provided and the customer reported that "cracks were observed during use." "The first one started using on january 20th and cracked on february 16th. It occurred during hydration on the 4th day of ice therapy. The second one started using on february 5th and cracked on february 14th. On the 5th day of ice therapy, it occurred during edposide administration after ihomide administration." The returned samples were subjected to leakage testing by occluding the set at each joint and flushing with air using a 50ml bd plastipak syringe whilst submerged under water. Leakage was confirmed on both samples, and upon closer inspection, the leakage originated from cracks on the female luer adaptors (fla) of the maxzero connectors. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. Additionally, the IFU of the maxzero states that "prior to every access, always scrub the top of the mz1000 with an appropriate antiseptic and allow to dry." Failure to do so may cause the components to partially adhere together, requiring additional force to disconnect and damaging the component. A review of the customer feedback database indicates that reports of this nature against products in the maxzero product family are rare and have been occurring at a low frequency within the last 12 months.